Event description:
Customer's mother reported her son received a meter reading of 88 mg/dl on his freestyle meter and experienced "symptoms of low sugar". She states he was "hollering, laying down and would not drink" and was "jerking and spasmatic" she called the paramedics whom upon arrival checked his blood glucose and received a meter reading of 34 mg/dl on their meter. The paramedics treated him with an IV and transported him to a local hospital where he was diagnosed with hypoglycemia. The customer's mother states that "IV fluids were administered" at the hospital. There was no report of death or serious impairment associated with this case.

Manufacturer narrative:
The product has been returned and investigated and the readings complaint is not confirmed. No new issues were observed, all results were within the range specification and no errors were observed during control solution testing.